Event description:
It was reported that the shaft of a cutting balloon separated. A 3.50mm x 1.5cm x 140cm small peripheral cutting balloon flextome monorail was selected to dilate the target lesion. During preparation, the balloon protector was attempted to be removed; however, it was noted that the blue balloon protector was unable to be removed. They tried to remove the protector again, until the shaft of the device became separated. The procedure was completed with a different device. There were no patient complications reported and the patients condition is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Examination of the returned device revealed a shaft detachment at 36.3cm from the catheter tip. The shaft was also stretched from 24.2cm to 24.9cm from the catheter tip. This type of damage is consistent with excessive force being applied to the catheter during handling. The balloon protector cap was returned over the balloon. The hypotube was kinked throughout. It was not possible to apply a vacuum to the balloon protector cap as the shaft was detached however the balloon protector cap was removed with resistance. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the shaft of a cutting balloon separated. A 3.50mm x 1.5cm x 140cm small peripheral cutting balloon flextome monorail was selected to dilate the target lesion. During preparation, the balloon protector was attempted to be removed; however, it was noted that the blue balloon protector was unable to be removed. They tried to remove the protector again, until the shaft of the device became separated. The procedure was completed with a different device. There were no patient complications reported and the patients condition is good.